Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the healthcare professional (hcp) attempted to detach the coil with an instant detacher but it would not detach. A manual detachment was then attempted but the coil remained undetached. As a result the coil was removed from the patient and a new device used to complete the surgery. The patient was undergoing embolization surgery to treat a 14mm cerebral aneurysm. As a result of the issue the procedure was extended less than 30 minutes. It was noted that there were 3 coils implanted using the same microcatheter prior to the issue and no abnormalities were seen. There were no related patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.